Manufacturer narrative:
This report is based solely on device return and analysis and was identified prior to any pt involvement. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the reported noisy telemetry condition was confirmed during analysis and was due to the crystal oscillator. Upon replacement of the crystal, the noisy telemetry error message was eliminated thus allowing nominal interrogation.